Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the lobes were distorted/bent. It was noted that there was blood/body fluid on the outer tubing overlay, there was blood in/on the lobe mechanism and the lead appeared damaged at implant. The analyst commented that the lead was received with the lobes deployed with dried blood on them. Due to dried blood under the dried blood under the overlay tubing and on the lobes, it could not be determined what caused the reported deployment issue.

Event description:
It was reported that during an implant attempt the lobes of the lead would not open and close. The lead was removed and another lead was successfully implanted. No patient complications have been reported as a result of this event.